Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had multiple pump error. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that the insulin pump had no delivery alarm. Customer was performed self test and it did not passed. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device pump passed the rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. No unexpected insulin flow blocked alarm or software low level failures alarm noted during testing however, the device alarmed hardware low level failures during the self test and hardware low level failures is found in the downloaded history file due to broken trace at pin 1 (vdd) u1 on the keypad assembly and the downloaded history files confirmed pump software low level failures due to a software error.